Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, it was noted that the guidewire was stuck within the lead. The lead was replaced to successfully complete the procedure. The patient is well.